Event description:
A malfunction was reported with the error code malf 12, which was later identified as 12 ¿ 0x2071. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact technical support again if the issue reappeared, which the customer acknowledged and understood.